Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous service the main batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad battery was determined to be batteries out of warranty by quality engineering during product evaluation. This condition was caused by batteries being older than two years. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).